Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent percutaneous transluminal angioplasty. The target lesion was located in the severely calcified external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced over wire for dilatation. However, during the initial inflation at 12 atmospheres, the balloon ruptured. Inflation was performed with a different device and a stent was implanted. The procedure was completed with no patient complications.